Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed for warning replace battery. No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center, it was noted the device door roller pin was broken off and the door roller was missing.

Manufacturer narrative:
During testing, it was found that the device door roller pin was broken off and the door roller was missing. Further testing found the device had unrestricted flow when the door was opened. This was due to the missing device door roller and broken door roller pin prevented proper actuation of the regulator closed on the device mechanism causing unrestricted flow when the door was opened. The customer's report of the device alarmed for warning replace battery was confirmed. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.